Manufacturer narrative:
Qn#(B)(4). The customer returned one, unopened psi kit for analysis. The seal between the lid stock and the tray was completely intact and secure. Visual analysis of the returned kit revealed that the bottom right corner of the tray contained a crack. Stress marks were also identified around the edges of the crack. A device history record review was performed, and a potentially relevant finding was identified. For batch 13f19b0572, two kits were repackaged during the manufacturing process due to damage on the tray. The customer report of a sterility issue was confirmed through complaint investigation. Visual analysis revealed that the bottom-right corner of the tray was cracked. A device history record review was performed, and a potentially relevant finding was identified. Based on the customer description and the sample received, the packaging tray design caused or contributed to this event. A non-conformance request was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the lower right (right foreground) part of the tray was found damaged before use.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates a small crack in the corner of the tray, suggesting a potential for a sterility issue.

Event description:
It was reported that the lower right (right foreground) part of the tray was found damaged before use.